Manufacturer narrative:
(B)(6). (B)(4). The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient underwent an unspecified spinal surgery for fusion on (B)(6) 2016. Intra op the driver did not limit the torque and caused the center screw to strip. No patient complications were reported.

Manufacturer narrative:
Product analysis :functional evaluation with sample crosslink was able to achieve torque limit (3 separate "clicks") without deformation or stripping of associated hex. The instrument appears to be capable of performing its intended function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.